Manufacturer narrative:
(B)(4).

Event description:
It was reported to the manufacturer by the end user, per the end user, patient was said to have fallen out of our 850 bed frame around 16:00 last night (6/12). The patient was transported to be checked out and had no injuries. Facility is saying the reason for this event was that the bed frame does not have "full length" rails. Patient was placed back on bed frame. Fall pads are present. Complaint# (B)(4) and ra# (B)(4) were entered into our system to have the bed returned to joerns for investigation. As of this writing, the bed has not been returned.